Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2023-01042. This report is submitted on june 05, 2023.

Manufacturer narrative:
This report is submitted on march 30, 2023.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to unspecified reasons. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.